Event description:
A mandatory medwatch form was received via mail from the facility stating. "After completion of heart catheterization catheter sheath could not be removed fromt he groin site. Pt was taken to the or for cut-down to remove the catheter and the artery was repaired." Upon furhter query of the customer,t he following info was received, flouroscopy was performed prior to the procedure with the following results: vessel size was greater than five (5)mm, vessel condition was "good," the vessel was not calcified or tortuous and the site was cinfirmed to be in the common femoral artery (cfa). There was no scar tissue at the groin site. Reportedly, there were no issues with device insertion; however, the physician met resistance during device removal. Flouroscopy was performed when resistance was met but the physician was unable to "tell if the foot was completely closed." Reportedly, the posterior foot broke during the attempted removal and the pt was sent to surgery for device removal. It was reported that the device was successfully removed. It was reported that the device was successfully removed. It was noted that the pt's stay in the hosp was increased due to the event. It is unk how long the pt stayed in the hosp. At last report the pt had been discharged to home.

Event description:
Reported due to device breakage resulting in a surgical procedure, in 2005, the physician attempted arteriotomy closure using the perclose proglide device after a diagnostic procedure in an unk vessel. An angiogram was performed prior to the procedure. According to the angiogram, "everything looked good". Reportedly, when the physician "pulled back the needle plunger there was a cuff miss." The physician "closed the foot and tried to pull the device out but device would not come out." It is unk if the cause of the device being stuck was determined. It was noted that the physician "opened and closed the foot and advanced it some as they could not tell if the device was in the artery." The physician was still unable to remove the device. The physician broke the top part of the device to manupulate the actuator wire. Flouroscopy was performed and the physician was unable to visualize the foot of the device. A surgical consult was made and the pt was sent to surgery for device removal. At last report the pt "did fine". Although several requests were made, no additional pt information was provided.